Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 459888 implantable pacing lead 2013 (B)(6); 2088tc competitor implantable pacing lead 2013 (B)(6); (B)(4) implantable cardioverter defibrillator 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient developed an infection with fever and wound pain. The patient was placed on oral antibiotics and the implantable cardiac defibrillator (ICD) and three leads remain in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.